Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous, mr, 3.0x16mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found proximal stent rows 1-2 were damaged with stent struts lifted and pulled distally. It is likely the crimped stent may have encountered resistance and subsequent damage during the attempt to withdraw the device. The stent outer diameter was measured and result was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube section of the returned device. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. The type of damage evident is consistent with resistance being encountered during advancement. No other issues noted during analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 11-jan-2018. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary. After pre-dilation was performed with a 2.5x20 non-bsc balloon catheter, a 3.00x16mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was again attempted to cross the lesion but still failed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.